Event description:
It was reported that during a transesophageal echocardiography (tee) procedure in the operating room, the epiq 7c ultrasound shutdown two times. The procedure was able to be completed after the system was rebooted. There was no patient or user harm associated with this event. Philips has started an investigation for this complaint.

Manufacturer narrative:
A qualified field service engineer evaluated the system based on the customer complaint and confirmed the issue. Error logs were reviewed and showed an abnormal temperature occurring in the sensor on the power regulator board. The power regulator was replaced to resolve the customers immediate concerns. The system was returned to use with no further issues reported. The engineering team was unable to determine the cause of the reported problem. As the customer did not provide other pertinent information required for the investigation, no further investigation could be performed.